Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that air bubbles occurred during fill reservoir. The customer's blood glucose was unknown at the time of incident. The reservoir will be returned for analysis.

Manufacturer narrative:
Perform visual inspection and found transfer guard needle not centered. Transfer guard needle not parallel to transfer guard body axis. Also, perform pre-fill test to reservoir. No air bubbles were observed during analysis. Checked o-rings/stopper groove for defects and none were found. Conclusion: no air bubbles.